Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-nov-2022 to 23-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced smoke coming out and the user faced an electrical burning smell. A field service engineer replaced solenoid, outer keyboard, and inner controller to resolve the issue followed by drawer firmware configuration. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system emitted smoke and produced an electrical burning smell that caused all the drawers to get stuck and prevented users from accessing medication. During device inspection, the field service engineer observed discoloration and detected a burning smell from the solenoid. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to thermal damage in the solenoid. A field service engineer replaced the solenoid, inner controller, outer keyboard, and retractor band. System was rebooted, and the drawers were configured in both the firmware and application, following the removal of the boxes which were stuck above the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system emitted smoke and produced an electrical burning smell that caused all the drawers to get stuck and prevented users from accessing medication. During device inspection, the field service engineer observed discoloration and detected a burning smell from the solenoid. There were no adverse events or injuries reported based on this incident.